Event description:
It was reported that there was smell and vibrations from console. Also, there was a strange noise and low power within the console. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and the events reported could not be found. Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported that there was smell and vibrations from console. Also, there was a strange noise and low power within the console. There was no patient involved.